Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749.

Manufacturer narrative:
Reason of late reporting: reporting delayed due to a system-wide computer outage. All systems were down from november 10 through november 25, 2020. Inquiry sent to emdr@FDA.hhs.gov to seek an alternate method of reporting on november 11. Response was received from a consumer safety officer on november 12, directing to submit reports once the applicable system is recovered and explain why the reports are delayed. Manufacturing site: (B)(4). Reportable malfunction of the guide wire was recognized for the first time when the device was returned; therefore, the date the manufacturer became aware of this event was considered the date the device was returned. The reported suoh 03 guide wire was returned with the concomitant sasuke double-lumen catheter. The guide wire was inserted inside the catheter that was located at proximal part on the guide wire. Microscopic observation of the guide wire found that the coil was unraveled, and gathered distally at the mid-solder located at 30mm from the tip, exposing the underlying inner coil. The exposed inner coil was tightened due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event, and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the reported resistance between the devices. The applied stress would accumulate and exceed the product design limit when the wire tip was being caught, and restricted its movement likely by the tortuous ac channel, unraveling the coil, and therefore, increasing resistance with the catheter. It was concluded that this event was not attributed to product quality.

Event description:
It was reported that an asahi suoh 03 guide wire had met resistance with a concomitant asahi microcatheters during a pci to treat a cto in the coronary artery. Suoh 03 was advanced retrogradely via an arterial circumflex (ac) channel with caravel microcatheter. During wiring, suoh 03 became trapped and caravel was advanced further to release the stuck suoh 03. The attempt failed and caravel was replaced with sasuke double-lumen catheter to release the guide wire. This time it went successfully, however, resistance was met between suoh 03 and sasuke. Both devices were removed and new devices were used to complete the procedure. Blood flow was successfully reestablished by stent deployment. There were no adverse patient effects associated with this event.